Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with unspecified antibiotics "almost over" for the event. The cause, hospitalization, and action taken with pd therapy were not reported. At the time of this report, the patient outcome was reported as "almost recovered ". No additional information is available.